Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope did not insufflate and lens cleaning was not possible. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material resembling plastic fibers from a brush. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the grip had a scratch, the screw stopper was replaced for preventative maintenance, the water supply volume did not meet the standard value due to clogging of the nozzle, the play of the up/down knob was out of standard value due to wear of the angle wire, the plastic distal end cover had a chip, the connecting tube had a scratch, the universal cord had a scratch, and the universal cord coating was peeled off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.